Event description:
It was reported that upon pulse generator interrogation, a -data not read- message displayed. The device was explanted and replaced as it was nearing elective replacement indicator and battery data could not be obtained.